Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with intravenous and oral antibiotics (specific date and duration not reported).this report is submitted on october 09, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). This report is submitted on september 15, 2023.

Manufacturer narrative:
It was also reported that the patient was hospitalized (specific date not reported) due to an extrusion which occurred on (B)(6) 2023. This report is submitted on october 30, 2023.

Manufacturer narrative:
This report is submitted on august 25, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.